Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list o f affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a r eply form is received regarding fa896. Country: france (B)(6) input date: 10/12/2021 warranty start: 07/24/2019 warranty end: 07/23/2023 (B)(4). This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list of affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a reply form is received regarding fa896. Crack in pump country: france (B)(6). Input date: 10/12/2021 warranty start: 07/23/2019 warranty end: 07/22/2023. (B)(4). This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list of affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a reply form is received regarding fa896. Crack in pump country: france (B)(6) input date: 10/12/2021 warranty start: 07/23/2019 warranty end: 07/22/2023. Batch - (B)(4).

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged cosmetic damage located at the case found on (B)(6) 2021. Insulin pump was received with a cracked keypad overlay, a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a cracked retainer. The insulin pump passed the displacement test and the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Cosmetic damage was confirmed at the insulin pump case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.